Event description:
It was initially reported that a patient "was losing signal" while in contact with an a1079. It was further explained by the associated nurse mgr that this patient lost sensory and motor function of his "good leg" following movement of the base unit. Additional information received on (B)(4) 2015 was as follows: the patient has a below the knee amputation and was initially prone when the base unit moved. The loss of sensory motor function appeared to be temporary, but because the nurse was not present in the operating room when the event occurred, she was uncertain as to whether he regained full sensory motor function back to baseline. Mayfield skull pins (a1072 lot # 1132631) were used during the procedure.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.